Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported her blood glucose reached 350mg/dl. After breakfast, her blood glucose levels were at 325mg/dl so she decided to deactivate the pod. After deactivating the pod due to her elevated blood glucose, she saw that the cannula was bent. Pod worn on arm between 4 and 24 hours. (B)(6).